Event description:
It was reported that the patient started the trial the day prior to the report and never had therapeutic effect. He was ¿not having any response, there was nothing, he had to cath.¿ it was unknown if cathing was standard of care for this patient and no outcome was reported, so additional information was requested. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).